Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient had gutter impingement and stiffness. The surgeon determined that the original poly that was implanted was too large. A gutter debridement was performed along with bone section form the medial and lateral malleoli to create smoother joint motion.